Manufacturer narrative:
An attempt was made to reproduce the issue by generating the reports in carelink support application for the given user and observed that the is an existing system behaviorto investigate further we created an internal ticket to carelink development team and provided the user uploaded snapshots from carelink database. Carelink development team confirmed that the blank reports in weekly review is due to the time change event on the selected date range. However assessment and progressive report do not consider the time change events.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc.(most likely) root cause: the root cause of this issue is due to the time change made on pump causing the data ambiguous.analysis summary: we are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Esf number: afc code: za14af no issue found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported issues with the carelink reports missing the data. Troubleshooting was partially performed and the issue was unresolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.